Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the first returned product noted that the obturator was received. The inflation syringe was not received. The insufflation bulb was received. The lock collar, trocar balloon and dissector balloon were received. The circular seal for the dissector balloon appeared intact. Pmv performed functional testing; using a test syringe the trocar balloon was inflated, no leaks detected. The dissector balloon was inflated, a cut was detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the cut in the dissector balloon may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal left side hernia repair, while dissecting the balloon, it did not inflate. There was no patient injury.